Event description:
It was reported that panacryl sutures were placed in the pt's knee and about 3 weeks later the suture broke while the pt was in rehabilitation, exercising the knee. According to the surgeon a hematoma developed. Surgeon had to re-operate in 1999 in order to debride and repair the wound. No further complications were reported.